Event description:
Healthcare professional reported unknown side rupture. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.